Event description:
Piston rod is jammed. Case description: the novopen 1.5 with batch number 96g19/2 was received on 26 nov., 1999, with the following complaint: " a pt who has been using the product in question for two years reported that the device was dropped and now the piston rod is jammed. There was no indication of an adverse event. Investigation and results: on 21 dec., 1999, established that the collar of the piston rod nut was broken off after the pen was tested for dose accuracy. This failure has already been classified as a near-incident. The pen has been tested for dosage accuracy at different sizes of 1,2,5,10 and 20 iu (1iu =10mg). On average, the pen doses below nominal dose. In some cases, the small doses were "saved" to be delivered later. The saved amount was some times delivered by setting of doses and, other times, it was delivered at dose. The latter sometimes results in overdose. The pen was not able to deliver the last approx. 10 iu.